Event description:
The customer reported a clear blue fluid leak of approximately 1ml from the secondary probe of a coulter lh 780 hematology analyzer during instrument shutdown. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer could not identify the source of the leak and requested a service visit. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/25/2015 and found check valves cv34-a and cv26-a under pinch valves vl9a and vl9b were defective, causing a leak at the probe. The fse replaced cv34-a and cv26-a, which fixed the leak. The repairs were verified per established service procedures. (B)(4).